Event description:
A pt of unk age and gender presented for an endovenous laser treatment procedure. While prepping for the case, the user noted that after advancing the venacure evlt optical fiber through the ops sheath, the fiber appeared to be shorter than expected and the fiber was not advanced far enough out of the ops sheath. The device was set aside to be returned to the manufacturer for eval. The procedure was successfully completed without further complications with another new of the same device. As this product problem occurred during prep, there was contact with the pt hence there was no harm or injury to the pt.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. The instruction for use contains the following centimeters "advance the venacure evlt optical fiber through the sheath until the distal sitemark on the optical fiber is coincident with the compression clamp (back of the sheath). Caution: do not use excessive force to introduce the optical fiber. Use ultrasound to confirm that the sheath is correctly positioned if strong resistance is encountered." (B)(4).